Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was unable to reproduce the reported symptom of failed occlusion test. Upstream and downstream occlusion testing was performed with the device operating within specification. The pump was calibrated to ensure continued proper occlusion detection.

Event description:
It was reported that a spectrum pump failed an occlusion test. It was also reported that there was no patient injury.